Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered her blood glucose (bg) value of 333 mg/dl into the carbohydrate field when requesting a bolus, and delivered a bolus of 10 units. Subsequently, the customer¿s bg level lowered to 30 mg/dl and paramedics were called. Customer was taken to the emergency room (ER), and was treated with carbohydrates. The customer was released from the ER 10 hours later and was in ¿stable¿ condition. Upon being released from the ER the customer's bg level was lower than 300 mg/dl.